Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4).. Review of the receiving inspection report for 00111914001, lot number 84444537, identified no relevant deviations or anomalies. Heraeus batch record review indicates there were no quality deviations, no change notifications, and no corrective or preventive actions. All verifications, inspections, and tests were successfully completed. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. Per (B)(6) (zimmer's alliance partner for this product), the root cause of the reported event is "presumably a result of incorrect preparation due to professionals" with a potential explanation as "inadequate mixing". The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Customer has indicated that the product will not be returned, as it remains implanted, to zimmer biomet for investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported that the cement started to set quicker than usual, even when storage and mixing were consistent. As a result a shorter smaller stem was quickly swapped in place. An alternate product was used in the event. No adverse events were reported as a result of this malfunction.